Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as feeling sick to the stomach customer's current blood glucose value was 136 mg/dl and the blood glucose was 669 mg/dl at the time of incident. Troubleshooting was performed. The customer admitted to hospital on (B)(6) 2018 at 4:30 pm. The blood glucose value when admitted to hospital was 669 mg/dl. The customer complained about hyperglycemia and sick to the stomach. The customer cause of hospitalization per healthcare professional's was dehydration and high blood glucose level. Customer wearing the pump at time of hospitalization. The product was not returned for analysis.